Event description:
Healthcare professional reported a lap-band port was "leaking" and there was a "small crack" in the tubing, the problem was first observed during the pt's last fill, when the doctor "got 2.5cc" out og the lap-band, when there was supposed to be "4.5cc." The port of the lap-band system was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 04/29/2014. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further info from the reporter regarding the product has been requested. No add'l info is available at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."